Event description:
It was reported there were coupling and or communication issues since the patient had relocated to (B)(6). Patient had been able to recharge the week before they moved. Patient typically recharged once per week. Three attempts to recharge did not produce any results. Patient reported the part of the implantable neurostimulator (ins) seemed to be in a different place. The ins was at 9 o'clock position and now was in the 12 o'clock position. There were no falls or traumas however the patient had been doing more lifting as they just moved in the end of october. Flip was not confirmed. It was also noted the patient had not been able to adjust stimulation. They only got the poor communication screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).